Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed and device was not detected on bus. A field service engineer identified that the legacy full height drawer had multiple failures, with cubies failing inconsistently and the issue moving between different row boards. All components were reseated, and it was determined that the controller board was the source of the problem, as it was interchangeable on this drawer. The customer requested the use of a drawer from the remote room to avoid delays in accessing medications. The replacement drawer was installed successfully, and a drawer available in the depot was confirmed for installation during a return visit the next day. The customer acknowledged the plan and did not receive any information for the drawer replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.